Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, auto mode switching due to oversensing was observed on stored egm. Programming changes were made but the issue was not resolved. Patient will be seen in clinic for device check and further evaluation. Patient was fine.